Event description:
Stryker (B)(4) received a letter from (B)(6) solicitors in the (B)(6), representing a pt who underwent a hip resurfacing procedure in (B)(6) 2007 at (B)(6) hosp. The solicitor reported that at a f/u appointment with the surgeon at (B)(6) hosp, the pt complained that the prosthesis was making a noise similar to an "un-oiled hinge" and that an aspiration procedure was subsequently performed. The pt's care was passed back to (B)(6) hosp, under surgeon mr (B)(6), who arranged for x-rays and an ultrasound to be performed. The solicitor explained that the prosthesis was removed in (B)(6) 2010 and the pt was informed by the surgeon that the procedure had gone well but that the explanted prosthesis was in rotation.

Manufacturer narrative:
Several attempts to obtain additional info were made but no additional details were provided. The root cause was not determined due to limited info. No devices were identified or confirmed to be stryker.